Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01653, 2134265-2014-01654, 2134265-2014-01655. Taxus liberte clinical study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a in-stent restenotic long lesion located in the proximal right coronary artery (rca) and extending to the distal rca with pre-existing thrombus, 99% subtotal in-stent restenosis of the previously deployed express2 bare metal stents, and was 60 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with rotational atherectomy followed by pre-dilatation using a 2.0 x20mm apex balloon was advance to pre-dilate the rca but failed to cross the lesion. The lesion was then treated with placement of a 2.75 x 38 mm taxus liberté stent overlapped proximally with another 3.00 x 32 mm taxus liberté stent out to the ostium. Following post dilatation, residual stenosis of the stented segment was 25%. One hour post procedure, cardiac enzymes were elevated. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient developed cardiac angina and was diagnosed with in-stent stenosis of rca and was hospitalized on the same day. At the time of event, the subject was taking aspirin and other antiplatelet medication was last taken on (B)(6) 2013. The study drug as per protocol was last taken on (B)(6) 2012. Two days from admission, the subject was diagnosed with microdislodgment of atrial and ventricular pacemaker leads. The patient was medically treated and intervention was performed. The 90% stenosis extending from proximal rca to mid rca was treated with cutting balloon angioplasty followed by placement of a 3.0x20 mm ion stent overlapped proximally with another 3.0x16 mm ion stent out to the ostium. Following post-dilatation, residual stenosis was 10%. Thirteen days post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day.